Manufacturer narrative:
Follow up #1. The lay user/patient¿s test strips have been returned and evaluated by lifescan product analysis on with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. The retain test strips failed the performance testing with blood. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up #3: the retain test strips have been further evaluated by lifescan product analysis with the following findings: although it was previously reported that the retain test strips failed performance testing with blood, the evaluation has concluded that the retain test strips passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On september 8 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verioiq displayed an error message stating "problem with strip, use another" and that the meter powered off during use. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred on (B)(6) 2015 at 17:00. The patient manages her diabetes with oral medication, diet and exercise. The patient stated that two minutes after the alleged meter issue occurred she developed a symptom of "increased sweating" and that at 17:05 she consumed "sugar and cola" and at 17:15 consumed more food or drink. During troubleshooting the cca noted that it was the first time the meter had been used and there was no apparent misuse of the meter. The meter message issue was resolved with troubleshooting however the power issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported as the patient suffered symptoms suggestive of a serious hypoglycemic event after the alleged meter issue occurred.

Manufacturer narrative:
Follow-up # 2 the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a DHR (device history record) was also completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.